Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. During the implant of the valve, the deployment of the valve was attempted 5 times and recaptured following each deployment attempt due to the depth of implant being too deep, and the aortic valve interacting with the mitral valve. Following the implant of the valve, the valve dislodged into the ascending aorta. Subsequently, a second valve was attempted; however, the delivery catheter system (dcs) pushed the first valve deeper. The dislodged valve was snared and moved into the ascending aorta. The physician decided to explant the transcatheter valve and implant a surgical aortic valve. Per the physician, the depth of implant contributed to the dislodge. Additional information was received indicating the following: the implant depth of the first valve was unintentional; a post-implant balloon dilation was not performed prior to the valve dislodgement; the deployment starting point for the first valve was at the middle of the pigtail catheter; the implant depth was 6-8 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) prior to valve dislodgement; the implant depth was -10 on both the ncc and lcc after the valve dislodgement; and a non-medtronic safari guidewire was used during the procedure. Additional information was received that right-sided access was used for the procedure and the pre-implant balloon dilation of the native annulus was performed with a 20 mm non-medtronic (true) balloon. Cuspal overlap technique was used with slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was advancement of the second dcs.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. During the implant of the valve, the deployment of the valve was attempted 5 times and recaptured following each deployment attempt due to the depth of implant being too deep, and the aortic valve interacting with the mitral valve. Following the implant of the valve, the valve dislodged into the ascending aorta. Subsequently, a second valve was attempted; however, the delivery catheter system (dcs) pushed the first valve deeper. The dislodged valve was snared and moved into the ascending aorta. The physician decided to explant the transcatheter valve and implant a surgical aortic valve. Per the physician, the depth of implant contributed to the dislodge. Additional information was received indicating the following: the implant depth of the first valve was unintentional; a post-implant balloon dilation was not performed prior to the valve dislodgement; the deployment starting point for the first valve was at the middle of the pigtail catheter; the implant depth was 6-8 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) prior to valve dislodgement; the implant depth was -10 on both the ncc and lcc after the valve dislodgement; and a non-medtronic safari guidewire was used during the procedure.

Manufacturer narrative:
Additional information: b5 (second paragraph), d10 (see below), and h6. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-aug-26, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012988836); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. During the implant of the valve, the deployment of the valve was attempted 5 times and recaptured following each deployment attempt due to the depth of implant being too deep, and the aortic valve interacting with the mitral valve. Following the implant of the valve, the valve dislodged into the ascending aorta. Subsequently, a second valve was attempted; however, the delivery catheter system (dcs) pushed the first valve deeper. The dislodged valve was snared and moved into the ascending aorta. The physician decided to explant the transcatheter valve and implant a surgical aortic valve. Per the physician, the depth of implant contributed to the dislodge.